Event description:
Device broke or disassembled during use. During surgery, the bone plug stuck in the canal on the way, so the surgeon tapped it two times lightly by a hammer then, it did not feel that the bone plug stuck any more however, a piece of broken bone plug came out from the canal upon irrigating the canal.

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B) (4). There are 2 events associated with this event type (device broke or disassembled during use) and product code jdi.